Event description:
A nurse reported that a physician in the neurology unit had a patient that developed anal fissures.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of report. Additional patient and been requested. Should additional information become available, a follow-up report will be submitted. This complaint involves two devices, therefore a separate FDA form 3500a will be drafted for each device. Reported to the FDA on (B)(4) 2015.